Event description:
The patient was admitted for a left shoulder arthroscopy. An interscalene peripheral nerve catheter (pnc) was placed by an anesthesia provider for management of post-pain and analgesia using ultrasound guidance to verify placement. The patient did well and was discharged with the pnc catheter and on-q pain pump which provides analgesia/nerve block in an effort to reduce the amount of narcotic analgesia the patients need to take. The anesthesia pain team calls the patient to assess for any complications and assists with catheter removal. The patient and his wife were directed to remove the catheter three days after implantation, while an anesthesia provider was on the phone assisting. They were unable to remove the catheter and were directed to come to the emergency department for removal. Neither the anesthesia nor orthopedics physicians could remove the catheter. A neurosurgical consult was obtained, and it was decided to schedule the patient for surgical removal. The patient was placed on antibiotics and returned for catheter removal. The patient has recovered well.